Event description:
It was reported that a device was used during a hemiorrhoidectomy. When fired, the device did not cut and did not suture. The case was completed by hand. There were no patient consequences.